Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon attempted interrogation, the implantable cardioverter defibrillator was noted to be in backup vvi mode with no backup defibrillation option. No intervention was performed. The patient was in stable condition.